Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR reported the incorrect error code in b5. The initial medwatch incorrectly reported the customer had an e315 incompatible scope error; however; the customer provided pictures of the error and found it was an e216 error code. Per the legal manufacturer, this e216 error code is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, the colonovideoscope had an e315 incompatible scope error. The issue was found during preparation for use for a diagnostic (colonoscopy) procedure. The procedure was completed with a similar device. There were no reports of patient harm as the patient was not under sedation at the time.